Event description:
Hillrom received a report from a customer stating the bed moving into seating position unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.